Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir lip ring was chipped off. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer stated pump dropped and the reservoir lip chipped off along with the rubber o ring. Customer stated that reservoir is unable to lock in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement. Device received with partial broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted.